Event description:
Baxter reported a leakage from the junction between the spike port of a yume-set on a transfer set. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of leakage from the junction between the spike port of a yume-set on a transfer set. This was due to a broken spike. The root cause of the broken spike was undetermined. Renal quality engineering, along with plant mfg and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.